Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. The manufacturers field service engineer (fse) confirmed the reported vent inop per review of the device diagnostic history. The fse replaced the power supply to address the reported problem and findings. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).